Event description:
During the operation of implantation, the surgeon found that the valve was leaking for unk reason. So he replaced device with another valve of the same type.

Manufacturer narrative:
The device has not been returned to MFR.